Event description:
It was reported that the patient was set to have an indirect decompression spacer explant procedure due to inadequate pain relief. A company representative was not present for the procedure. When the physician began the procedure, the patient lost oxygen therefore, the physician stopped the explant and the patient was not cut. The physician assessed that the patient had multiple comorbidities that led to a decrease in oxygen. The patient was sent home to heal, and the explant has not been rescheduled as other options outside of surgery will be evaluated instead.